Event description:
A report was received that the patient's ipg would no longer hold a charge. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead and ipg was removed and replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg would no longer hold a charge. The patient will undergo an ipg revision procedure.